Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Investigation into the reported issue has been completed and a design change has been implemented.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information indicates a malfunction. Should additional information is received, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
During a shoulder procedure, the driver removed the fast guides components successfully from the plate implant; however, the guides fell off the driver in the process of removing from the wound site. The procedure was completed with no patient injury or delay.